Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode and exhibited a red alert. It was recommended that this pacemaker be explanted as soon as possible, and it has been explanted at this time. No additional adverse patient effects were reported.